Manufacturer narrative:
Device code relates to problem code for the reported event of stent failed to expand.the complainant indicated that the suspect device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a wallflex biliary rx fully covered stent was implanted to treat a malignant stricture due to pancreatic cancer that metastasized in the bile duct during a biliary tract stent implantation procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the stent was able to be deployed, however, the stent failed to fully expand. The stent remained implanted and another wallflex biliary stent was placed inside the first stent to complete the procedure. There were no patient complications reported as a result of this event. The patient¿s condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a wallflex biliary rx fully covered stent was implanted to treat a malignant stricture due to pancreatic cancer that metastasized in the bile duct during a biliary tract stent implantation procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the stent was able to be deployed, however, the stent failed to fully expand. The stent remained implanted and another wallflex biliary stent was placed inside the first stent to complete the procedure. There were no patient complications reported as a result of this event. The patient¿s condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A wallflex biliary rx delivery system was received for analysis; the stent was not returned. Visual examination of the returned device found several kinks in the outer sheath at the distal section. The were also kinks found in the inner member. No other issues with the device were noted. The damages noted with the returned device were consistent with the application of excessive force to the delivery system. Taking all available information into consideration, the investigation concluded that the reported event and the observed failures were likely due to anatomical or procedural factors encountered during the procedure, which limited the performance of the device. Therefore, the most probable root cause is operational context. A labeling review was performed, and from the information available this device was used per the directions for use (dfu)/product label. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution. A search of the complaint database confirmed that no other similar complaints exist for the specified lot.